Event description:
Product defect identified and safety risk experienced with 9v lithium battery when foil package opened. Fumes and wetness present. Hazardous waste vendor notified and picked up all supply on hand - total of 54 each. Have not been able to ID lot # and reporter is waiting to hear back from them. Also called MFR to find out where lot # can be found on package and they have not responded yet.